Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation on the t12 lead. Diagnostics revealed high impedances on this lead. To address the issue, the physician explanted and replaced the patient¿s lead with a new model. Postoperatively, effective therapy was restored.